Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred within normal pumping conditions. There was no reported impact to the customer's blood glucose. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.